Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
The customer reported a ventilator with a touch screen failure. There was no patient involvement/harm.

Manufacturer narrative:
G4: 23apr2020 b4: (B)(6) 2020 the manufacturer's field service engineer (fse) confirmed the reported problem. The fse replaced the touchscreen assembly to address and correct this reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.